Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the physician was unable to adequately steer the lead. The hcp alleged that the lead was faulty and required a new one to be used. No further complications were reported.

Manufacturer narrative:
Analysis of the lead found that the lead passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(4) 2018. The rep stated that the device was returned on (B)(4) 2018. The lead, and guide wire were returned for analysis. No further complications were reported/are anticipated.